Event description:
On or about 4/29/97, the pt underwent a surgical procedure for removal of a mediport and insertion of reported product. On or about 7/27/97 the reported product fractured causing the pt to experience hypoxia, tachycardia, and severe respiratory distress, resulting in the pt's death.